Event description:
It was reported that the local anesthesia contained in a portex® spinal kit was not working. No injury was reported.

Manufacturer narrative:
No product was returned. A review of device history records and incoming records found no discrepancies or anomalies relevant to the complaint. The product fault could not be confirmed.